Manufacturer narrative:
Insulin pump passed displacement test. However failed self test. No vibrate anomaly noted. After disconnecting and reconnecting the vibrator motor connector the unite start vibrate. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump noise of the bolus delivery has gotten louder. The customer's blood glucose value was unknown. The customer stated that the rewind was louder. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.